Manufacturer narrative:
Additional review indicated that the fall did not affect the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-10. The rep indicated that there were no device issues found after the fall. Nothing was done to resolve the sudden pain at the ins site. They told the patient things would hopefully resolve on their own given time. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for cervical radiculopathy and cervical/neck. The patient reported having pain around the implant site which was noted to be sudden and begin a couple days prior to (B)(6) 2018. Additional information was received from the manufacture representative (rep) via the patient on (B)(6) 2018. The patient called the rep, reporting pocket pain that started about a week prior to the report after falling. The patient has fallen several times in the last couple of weeks. No diagnostics/troubleshooting has occurred yet because the patient is going to call the implanting healthcare professional (hcp) to set up an appointment and let them know when that is. No actions have occurred yet. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.